Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after removing the instrument and reinserting it, the problem occurred again later. At no time was the operation prolonged and there was no risk to the patient. The issue occurred when the surgeon's head was inside the surgeon console¿s high resolution stereo viewer and was attempting to manipulate instruments. The instrument moved inversely. The movements the surgeon wanted the instrument to make scaled appropriately. The timing of the instrument was appropriate. There was no shakiness observed or any arm-to-arm interference. There were no external collisions. The issue was temporary, after installation. The action being taken when the issue occurred was the instrument being removed and reinserted. There were no patterns identified. The drape is unavailable for return. There was no injury or damage to the patient. The device was not inspected prior to use. There were no abnormalities noted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest anastomosis surgical procedure, the 8mm vessel sealer extend instrument moved left when the surgeon wanted to move right.